Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("heavy abnormal bleeding ") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain"), abdominal pain lower ("severe cramping") and genital haemorrhage (seriousness criterion medically significant). The patient was treated with surgery (essure coils removal). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, abdominal pain, vulvovaginal pain, abdominal pain lower and genital haemorrhage outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, genital haemorrhage, pelvic pain and vulvovaginal pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("heavy abnormal bleeding/ abnormal bleeding(general)") in an adult female patient who had essure (batch no. 731813) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included medroxyprogesterone (depo provera) for birth control, bleeding genital and irregular periods. In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), vulvovaginal pain ("vaginal pain"), migraine ("migraines / headaches"), urticaria ("allergic or hypersensitivity reaction type: hives/rashes or skin conditions type: hives"), female sexual dysfunction ("apareunia (inability to have sexual intercourse"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), fatigue ("fatigue,"), nausea ("nausea,"), tooth disorder ("dental problems"), allergy to metals ("nickel allergy"), dysmenorrhoea ("dysmenorrhea (cramping)"), fallopian tube cyst ("cyst on fallopian tubes"), dyspareunia ("dyspareunia (painful sexual intercourse),"), menorrhagia ("abnormal bleeding menorrhagia"), alopecia ("hair loss") and vaginal haemorrhage ("abnormal bleeding vaginal"). On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain ("abdominal pain") and abdominal pain lower ("severe cramping"). The patient was treated with surgery (essure coils removal). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, vulvovaginal pain, abdominal pain lower, migraine, urticaria, female sexual dysfunction, bladder disorder, urinary tract disorder, fatigue, nausea, tooth disorder, allergy to metals, dysmenorrhoea, fallopian tube cyst, dyspareunia, menorrhagia, alopecia and vaginal haemorrhage outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, alopecia, bladder disorder, dysmenorrhoea, dyspareunia, fallopian tube cyst, fatigue, female sexual dysfunction, genital haemorrhage, menorrhagia, migraine, nausea, pelvic pain, tooth disorder, urinary tract disorder, urticaria, vaginal haemorrhage and vulvovaginal pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2010: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 5-oct-2018: pfs received: events abnormal bleeding(general), hysterectomy (full), abnormal bleeding (vaginal, menorrhagia), allergic or hypersensitivity reaction type: hives, apareunia (inability to have sexual intercourse), rashes or skin conditions type: hives, bladder or urinary problems or changes, migraines / headaches, nausea, dental problems, nickel allergy, dysmenorrhea (cramping) , dyspareunia (painful sexual intercourse), pain, fatigue, cyst on fallopian tubes, hair loss were added. Concomitant drug, relevant lab data, lot number added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("heavy abnormal bleeding/ abnormal bleeding(general)") in an adult female patient who had essure (batch no. 731813) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included medroxyprogesterone (depo provera) for birth control, bleeding genital and irregular periods. In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding vaginal"), menorrhagia ("abnormal bleeding menorrhagia"), urticaria ("allergic or hypersensitivity reaction type: hives/rashes or skin conditions type: hives"), female sexual dysfunction ("apareunia (inability to have sexual intercourse"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), migraine ("migraines / headaches"), nausea ("nausea,"), tooth disorder ("dental problems"), allergy to metals ("nickel allergy"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse),"), fatigue ("fatigue,"), fallopian tube cyst ("cyst on fallopian tubes"), alopecia ("hair loss") and vulvovaginal pain ("vaginal pain"). On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain ("abdominal pain") and abdominal pain lower ("severe cramping"). The patient was treated with surgery (essure coils removal). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, vaginal haemorrhage, menorrhagia, urticaria, female sexual dysfunction, bladder disorder, urinary tract disorder, migraine, nausea, tooth disorder, allergy to metals, dysmenorrhoea, dyspareunia, abdominal pain, fatigue, fallopian tube cyst, alopecia, vulvovaginal pain and abdominal pain lower outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, alopecia, bladder disorder, dysmenorrhoea, dyspareunia, fallopian tube cyst, fatigue, female sexual dysfunction, genital haemorrhage, menorrhagia, migraine, nausea, pelvic pain, tooth disorder, urinary tract disorder, urticaria, vaginal haemorrhage and vulvovaginal pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2010: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-oct-2018: quality safety evaluation of ptc. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("heavy abnormal bleeding/ abnormal bleeding(general)") in an adult female patient who had essure (batch no. 731813) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included medroxyprogesterone acetate (depo provera) for birth control, bleeding genital and irregular periods. In (B)(6)2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding vaginal"), menorrhagia ("abnormal bleeding menorrhagia"), urticaria ("allergic or hypersensitivity reaction type: hives/rashes or skin conditions type: hives"), female sexual dysfunction ("apareunia (inability to have sexual intercourse"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), migraine ("migraines / headaches"), nausea ("nausea,"), tooth disorder ("dental problems"), allergy to metals ("nickel allergy"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse),"), fatigue ("fatigue,"), fallopian tube cyst ("cyst on fallopian tubes"), alopecia ("hair loss"), vulvovaginal pain ("vaginal pain"), headache ("headaches"), hypersensitivity ("hypersensitivity") and rash ("rash"). On 27-jul-2010, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain ("abdominal pain") and abdominal pain lower ("severe cramping"). The patient was treated with surgery (essure coils removal) and bladder therapy. Essure was removed on 28-jun-2017. At the time of the report, the pelvic pain, genital haemorrhage, vaginal haemorrhage, menorrhagia, urticaria, female sexual dysfunction, bladder disorder, urinary tract disorder, migraine, nausea, tooth disorder, allergy to metals, dysmenorrhoea, dyspareunia, abdominal pain, fatigue, fallopian tube cyst, alopecia, vulvovaginal pain, abdominal pain lower, headache, hypersensitivity and rash outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, alopecia, bladder disorder, dysmenorrhoea, dyspareunia, fallopian tube cyst, fatigue, female sexual dysfunction, genital haemorrhage, headache, hypersensitivity, menorrhagia, migraine, nausea, pelvic pain, rash, tooth disorder, urinary tract disorder, urticaria, vaginal haemorrhage and vulvovaginal pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in august 2010: results: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6)2018: plaintiff fact sheet received: headaches, hypersensitivity and rash events was added. Incident we received a lot number/returned sample in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.